Event description:
Boston scientific received information that this right atrial (ra) lead exhibited small p-waves along with suspected increase in threshold. During repositioning, it was discovered that the patient had twiddler¿s syndrome that caused the device to flip and then broke the atrial suture; lead dislodgement was suspected. The ra lead was successfully repositioned and the p-waves were 1.3mv with a threshold of 0.4v at 0.5mv. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.